Manufacturer narrative:
The glidescope titanium lopro t3 blade was returned for evaluation and the reported flicking image was confirmed, after two (2) minutes of testing. Since the customer purchased and replacement and there are no repairs available for this device the blade was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The customer used the glidescope titanium lopro t3 blade as a trade-in for the purchase of a new reusable blade. The device evaluation is anticipated upon receipt of the device. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3 blade, the image would flicker intermittently. Reportedly the connection between the blade and the video cable was loose. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.